Event description:
The customer reported the first attempt to insert the solex catheter (lot unknown) in the left subclavian vein of the 76-year-old, 172 cm, 51kg female patient was unsuccessful. The catheter was disposed of by the customer. No additional information is available regarding the first failed attempt to insert the catheter. During the second attempt, a new solex catheter (lot 197459) was placed according to the instructions for use (IFU), and the infusion lumens could be flushed well before insertion. The x-ray confirmed the correct positioning of the catheter. After insertion and the x-ray check, medication administration through all lumens was very irregular, with medication occasionally leaking at the insertion site. The cooling function of the catheter was not affected. The problem only affected the infusion lumens and not the cooling lumens. The dwell time was approximately 12 hours. The catheter was removed after 24 hours, and ivtm therapy was stopped. The catheter was replaced by a regular central venous catheter. No patient injury reported.

Manufacturer narrative:
The reported complaint that medication administration through all lumens of the solex catheter (lot 197459) was very irregular, with medication occasionally leaking at the insertion site was confirmed during functional testing. A leak was observed from the in luer-lock connection during the pressure leak test, due to a crack in the in luer. The probable root cause could be due to a luer molding defect. Functional leak test of the returned catheter was performed. All infusion ports and lumens were flushed without resistance, except the medial lumen due to blood clogged inside the tubing. During the functional pressure leak test, the catheter was connected to a pressurized inflation device. Upon pressurizing the catheter up to 100 psi, a leak was observed from the in luer-lock connection, thus, confirming the reported complaint. No leak was observed from the balloons. In addition, the catheter in luer lock connection was inspected under a microscope, and a crack in the in luer was observed. The crack in the in luer caused the leak in the catheter. Historical complaints were reviewed for information related to the reported complaint, and there were no similar complaints reported for the solex catheter with lot number 197459.